Event description:
It was reported to philips that the device is not working on battery power, battery needs replaced.

Manufacturer narrative:
The service repair technician, found that the battery was needed. A battery was ordered. Upon conclusion of the evaluation. It was determined, that the battery requires replacement. The back ordered battery is to be replaced. The device, after servicing and testing will be returned to the customer. No further evaluation around the battery is warranted at this time.

Event description:
It was reported to philips that the device is not working on battery power, battery needs replaced.